Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a 2-lumen cvc for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. The total length of the returned catheter body measured 215 mm which is within specifications of 207-227 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush lumen(s) to completely clear blood from catheter." Both lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. Both of the lumens was then connected to the leak tester and leak tested in accordance with bs en iso 10555-1 annex c that states "no catheter liquid leakage shall occur in the form of a falling drop of water in 30 seconds." Both lumens were pressurized to 300 kpa with the distal end of catheter occluded. The pressure was held for 30 sec and the catheter body was monitored for leaks. No leaks were detected. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak was not able to be confirmed by complaint investigation of the returned sample. The catheter passed all dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample received, no problem was found on the catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.